Manufacturer narrative:
Based on the information provided, the root cause of this complaint cannot be determined. The device was reported unavailable for evaluation. (B)(4).

Event description:
It was reported from (B)(6) that upon detaching the coil, the physician could not retrieve the coil. The coil does not completely detach from the pusher. The physician attached implant to the vessel wall using a stent. No patient injury was reported with this event.